Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose. The reported blood glucose reading was 48 mg/dl. The customer stated that she had a high blood glucose reading in the morning and bolused repeatedly to bring it down prior to the hospitalization. Troubleshooting was performed and it was found that the customer may have over treated for the high blood glucose.